Event description:
It was reported that patient was experiencing difficulty charging the ipg. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The ipg remained implanted.